Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error 35 alarm. Customer's blood glucose was 243 mg/dl. It was reported that display screen showed an icon. It was advised that insulin pump would need to be replaced.